Event description:
The manufacturer received information alleging serious incidents involving rental equipment on a ds2adv auto CPAP device. The device was not in use on a patient at the time of the occurrence. The device was returned to the philips service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the main board was burnt, error code c128 was present. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.